Event description:
The report indicated that the helipaq 18 cerecyte microcoil 5 mm x 20 cm ((B)(4)) was used for embolization of a fistula, but the coil did not detach. Detachment control box and cable were replaced, but still no detachment. Coil was removed from fistula and procedure was successfully continued with same like device, and there was no adverse event reported. The product was not involved in a clinical trial or post-market study, and the product was stored according to labeling instructions.

Manufacturer narrative:
The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely root cause of the coils nondetachment was due to a fracture of the resistive heating coil's solder joint. The circumstances of how and where this damage occurred cannot be determined. It is noted that a predeployment electrical check of the dpu was not mentioned in the event description. If an electrical predeployment check was not performed, then for optimum product performance, the instructions for use (IFU) recommends, ''verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.'' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report indicated that the helipaq 18 cerecyte microcoil 5 mm x 20 cm (che18052030/f72242) was used for embolization of a fistula, but the coil did not detach. Detachment control box and cable were replaced, but still no detachment. Coil was removed from fistula and procedure was successfully continued with same like device, and there was no adverse event reported. Prior to the event, 5 coils were detached with the same dcb and cable, and the button was pressed 3 times to detach the coil. There was no indication that there was a problem with the connecting cable or detachment control box used with the coil. The dcb and cable catalog and lot numbers were not available, but it was reported that both dcb were working. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box), and there were no faults indicated on the detachment control box. The account was unaware if the detach cycle light next to the button illuminated with an intermittent tone during the attempted detachments. After removal from the patient, the device was not carefully inspected; however, no other damages were noticed on any of the devices (coil delivery systems- fractures, separated, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc, and the coil was sent back and the cable was cast away. The product was stored according to labeling instructions. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely root cause of the coils non-detachment was due to a fracture of the resistive heating coil's solder joint. The circumstances of how and where this damage occurred cannot be determined. It was reported that there were no faults with the detachment control box or connecting cable. It is not known if the pre-deployment electrical check of the dpu was performed per the instructions for use. The instructions for use (IFU) recommends, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." The reported failure of the coil to detach was confirmed. It is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Prior to the event, 5 coils were detached with the same dcb and cable, and the button was pressed 3 times to detach the coil. There was no indication that there was a problem with the connecting cable or detachment control box used with the coil. The dcb and cable catalog and lot numbers were not available, but it was reported that both dcb were working. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box), and there were no faults indicated on the detachment control box. The account was unaware if the detach cycle light next to the button illuminate and intermittent tone sounded during the attempted detachments. After removal from the patient, no other damages were noticed on any of the devices (coil delivery systems- fractures, separated, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc, and the coil was sent back and the cable was cast away. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.